Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 84.6 mg/dl and the sensor glucose was 39.6 mg/dl. The customer blood glucose was 127.8 mg/dl. Customer states sensor was fully inserted, and connected to the transmitter. Customer states no damaged noted on transmitter. Customer states keeps getting large difference issues between sensor glucose and blood glucose within the first 24 hours of watertight test .advised to unplug the transmitter from the sensor. Advised to check the connection bridge on the transmitter for damage, customer states no damage .customer states the sensor feature is on currently. Assisted in turning the sensor feature off, then back on. Advised to connect the watertight tester and watch for the green led to blink several times on the transmitter. Customer states the led blinked on and off. Assisted in performing reconnect sensor. Customer states the icon turned green. Advised the transmitter is functioning correctly. Advised to disconnect the watertight tester from transmitter and noticed transmitter is working correctly test passed. Customer also states cannula is against tape not in body. Customer mom declined troubleshoot for calibration not accepted, sensor glucose verse blood glucose and blood at site. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.